Event description:
Summer of 2010 patient underwent acl repair using acl disposable kit. Post-operative visit x-ray revealed a 2 inch piece of a guidewire in knee. Soon after, pt. Taken to or for removal of wire.